Event description:
Patient representative reported rupture later reported capsular contracture baker grade iii, pain, and swelling. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Patient representative reported rupture later reported capsular contracture baker grade iii, pain, and swelling. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified. Crease fold observed on the device. No observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.